Event description:
Complainant alleged that while attempting to defibrillate a vital signs absent pt, the device internally dumped the energy and failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.